Event description:
The aci sales professional reported that a patient underwent a catheterization procedure sometime during (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). A 50/50 contrast and saline mixture was used. Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram revealed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 5mm. Following the procedure, the deployer (training status is unknown) selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that immediately after the device was deployed, a hematoma (greater than 6cm) formed at the access site. Manual compression was applied for approximately 20-25 minutes. Hemostasis was achieved. Then a 10 lb sandbag was applied at the access site per the hospital's protocol. The patient was ambulated and discharged to home the same day with no clinical sequela noted. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1302903) indicated that the device lot met all established performance criteria prior to shipment.